Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 474, 234, and 105 mg/dl when all tests were performed within minutes of each other on the aviva system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.